Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were found intact and no physical damaged was found on the device exterior. A review of the event history log identified motor rate error functional testing was performed using the occlusion test. Testing found the motor rate error was duplicated at the beginning of the occlusion test and found the mainboard did not operate as intended. The root cause was unable to be determined. No physical damaged or contamination was found on the main board. The mainboard was replaced and a final occlusion test was performed using the power up process and all functional tests which the device passed.

Event description:
It was reported the device had a motor drive error. No patient injury reported.